Event description:
During a dialysis graft declot, the brush was placed in the venous side of the graft. Catheter was advanced in a "pseudoaneursym" and brush was turned on. Brush became bound in the aneurysm. After great difficulty removing the brush, found that metal tip remained in pt.